Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. There was no impact to the customer's blood glucose level. The customer stated they did not need further assistance and would reload the cartridge following the call with tandem technical support.